Event description:
It was reported the right atrial (ra) lead was fractured and exhibited high impedance. The patient also reported the lead had become 'frayed and disconnected'. The proximal portion of the ra lead was partially removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal portion of the lead was returned and analyzed with no additional analysis findings. (B)(4).

Event description:
It was further reported that both the rv and ra leads previously developed crush syndrome. The patient now presented to remove the remaining portion of the ra lead, which had migrated to the right ventricular outflow tract (rvot). The remaining portion of the ra lead was successfully removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4): the proximal segment of lead was received and analyzed. The proximal conductor of the lead developed a fracture due to flexing while in vivo. It was also noted that the distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant products: product ID: 5076-52, implantable pacing lead, implanted: (B)(6) 2010. Product ID: p1501dr, implantable pulse generator (ipg), implanted: (B)(6) 2010. (B)(4).